Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A caller claimed that the patient saw fire around the monitor. No troubleshooting taken. The monitor is still in use. No patient complications have been reported as a result of this event.